Event description:
As reported by user facility on the medwatch form: epidural catheter tip broke off in pt . Attributed to user error (push-pull on catheter while it was in needle). Shearing effect. 1-2 cm piece of catheter left in pt.